Manufacturer narrative:
The device history record of batch number 02h1301128 was reviewed and there were no issues or discrepancies found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question. The DHR shows that the product was assembled and inspected according to specifications. The sample was received, however, the investigation results were not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor that circuits were pulled from stock and were found to be cracked at the end. The issue was detected prior to pt use during an inspection. Quantity = (B)(4) pieces.